Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. In the logs, the 32056 error was found indicating pot to encoder fault on the unit yaw axis, confirming the fault occurred in the field. The unit was installed onto a test platform where sensor check was found to be failing on the yaw axis. The yaw searchlight printed circuit assembly (pca) was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a component failure of the yaw searchlight pca within the usm. The probable root cause of error 32056 is attributed to a communication issue in the inter-integrated circuit (i2c).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered on the patient side cart (psc) and received error 32056. As a result, the fse the replaced universal surgical manipulator (usm) 1 to resolve the reported issue. Isi has received the product associated with the customer reported issue to perform failure analysis and an investigation is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the system had a recoverable fault 32056 upon power up. The only way to recover the system was to disable universal surgical manipulator (usm) 1. Technical support engineer (tse) instructed to perform a hard power cycle, but the issue persisted. There procedure was aborted with no report of patient involvement.